Manufacturer narrative:
On (B)(6) 2026, the customer contacted technical services (ts) to report that the system appeared to have self-triggered while prepping. There was no patient on the table when this occurred. No injury was reported. The customer rebooted the system and confirmed that it was operating normally. Ts requested the system logs. On (B)(6) 2026, ts received the system logs and sent them to the software developer for evaluation. The software developer confirmed that the logs reflected normal workflows with no signs of a self-triggered exposure. The software developer also confirmed that their system is incapable of initiating an exposure without command and requested more information from the customer. Technical services has made at least three attempts to reach the customer for more details surrounding the alleged 'self-triggering' of the device but no response has been received. There is no confirmation that an exposure occurred.

Event description:
On (B)(6) 2026, the customer contacted technical services (ts) to report that the system appeared to have self-triggered while prepping. There was no patient on the table when this occurred. No injury was reported.